Manufacturer narrative:
It was reported that the unit allegedly caused a burn to patient during stim treatment. Per request envois did not receive sufficient information regarding the degree of injury. After performing functional and electrical testing, the technician was unable to duplicate the reported complaint. The product met manufacturer specifications. Possible root causes include moisture or misapplication of the electrodes.

Event description:
It was reported that the unit allegedly caused a burn to patient during stim treatment.